Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that follow up images, (computed tomography dated (B)(6) 2022), revealed both limbs of devices bilaterally were compressed. There was some flow and the patient presented nonsymptomatic. Reportedly during the original procedure, ¿the distal aorta was small¿. On (B)(6) 2022, the physician reintervened and implanted a gore® viabahn® vbx balloon expandable endoprostheses inside each gore® excluder® aaa endoprostheses limb. This opened the compression. The patient tolerated the procedure. Root cause of compression- during the original procedure, ¿the distal aorta was small¿.

Manufacturer narrative:
Addition section b-computed tomography (CT) images were sent to gore imaging services for evaluation. Per the evaluation multiple pre-implant axial images dated (B)(6), 2021, illustrates what appears to be a heavily calcified abdominal aorta with a diameter of 11mm. Post implant axial image dated (B)(6), 2022, illustrates a compressed left ipsilateral limb. Post implant axial image dated (B)(6), 2022, illustrates a compressed right contralateral limb. Centerline reconstruction from CT dated (B)(6), 2022, illustrates a compressed left ipsilateral limb. Centerline reconstruction from CT dated (B)(6), 2022, illustrates a compressed right contralateral limb. Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.